Event description:
Report received indicated patient experience a transient ischemic attack (tia) post stent placement same day of procedure and a stroke twelve days following. The patient was consented to the study for carotid stenting. At baseline the patient was symptomatic and evaluated with a (0) nih (national institute of health) stroke scale score. The target lesion was the ostium of the right internal carotid artery with no occlusion in contralateral side. Target lesion diameter stenosis was 90% with lesion length 15.0mm and reference diameter 6.0mm. Total length of stented segment was 30.0mm. Qualitative lesion calcification was described as circumferential and mild. The vessel tortuosity by visual inspection was mild and an arch type-ii was present. Thrombus was not seen at the lesion site and pre-dilatation was performed.

Manufacturer narrative:
One precise stent was deployed successfully at its intended location. An embolic distal protection device was used, which was deployed and retrieved successfully without technical problems. Upon retrieval of the distal protection device there was debris found in the basket. No major adverse events (mae) were associated with the cordis devices. The final target lesion percent diameter stenosis was 10%. Sometime post stent placement the patient experience a neurological event described as hemiparesis on the left. This was diagnosed as a transient ischemic attack (tia). The onset was sudden and the recovery was full, with no deficit. The duration of the event was <24 hours. The tia was evaluated and was noted that the event was not related to the cordis' products however was related to the index procedure. Clopidogrel was administered pre and post procedure. The patient was discharged in late 2007 with aspirin and clopidogrel directed. On approx two weeks later, the 30-day stroke scale scores were evaluated by a different examiner. The nih stroke scale score was 1 and the rankin score was 1. Details regarding these scores were requested, but not provided. The precise remains implanted in the patient. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Tia and stroke are a well-known documented potential complication of this type of procedure and is listed in the instruction for use (IFU) as such. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.